Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited oversensing after two shocks were delivered during an attempted implant procedure.